Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: there was no evidence of short battery in the pump's history. Records form the date of the alleged issue had been overwritten due to continued use of the device after the alleged event occurred. On investigation, the pump was found to be operating as intended without issue. Electrical current draws were found to be within specifications. Investigation did not confirm nor duplicate the complaint.